Event description:
As reported by the user facility: nurse states she set pump to deliver set volume of enteral feeding over time, pressed start. States pump ran, green arrows visualized on screen but volume never infused. (B)(4).